Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06359, 2134265-2018-07108, 2134265-2018-07110. It was reported that patient ¿coded¿. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The patient also had a chronic total occlusion in the right lad as well as significant disease in the circumflex and in the obtuse marginals. There were a total of 4 bsc stents deployed in the lad and only one was expired which was the 16 x 2.50 promus premier¿ stent. The 3 other stents were one promus otw and 2 synergy mr stents. The expired stent was discovered after the case, when the devices used were being consolidated. The procedure was completed and the patient was fine. However, 3 days post-procedure, the patient coded. A temporary pacemaker was implanted to control the patient's heart rhythm. No further patient complications were reported and the patient was recovering.